Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic record from the event for review.  Through a review of the electronic record physio was able to verify the reported issue. The customer advised physio-control that the third party defibrillation electrodes used during the event were not available for evaluation. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected while in paddles lead ECG.  The customer advised that the patient was connected via therapy cable and third party (kendall 1310p multi-function) defibrillation electrodes.  The customer did not know how long the patient had been down by the time that medical personnel arrived.  While troubleshooting the device, medical personnel tried multiple sets of the third party defibrillation electrodes unsuccessfully.  A backup device was then obtained (a lifepak 15) and used to continue patient care.  The backup device also experienced an issue with detecting that the patient was connected while in paddles lead ECG.  The customer advised that the backup device was also using third party (kendall 1310p multi-function) defibrillation electrodes. While troubleshooting the backup device, medical personnel tried multiple sets of the third party defibrillation electrodes unsuccessfully.  A third set of third party defibrillation electrodes finally detected the patient.  The use of the backup device was reported to the FDA via medwatch report number 3015876-2017-01351. Medical personnel advised that the patient did not have any cardiac activity.  No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.